Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the cause of the reported slda was unable to be determined. The reported tricuspid valve insufficiency/ regurgitation (tr) was a cascading events of the slda. The reported arrhythmia was likely due to recurrent tr. Tricuspid valve insufficiency/ regurgitation and arrhythmia are known possible complication associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on 15 october 2025 that the patient presented with grade 4+ degenerative tricuspid regurgitation (tr) for the triclip procedure. During the procedure, a triclip was placed on septal and anterior leaflet (s/a). The second triclip was placed on septal and posterior leaflet (s/p). The final tr was grade <1. All steps were followed as per IFU. Patient had no abnormalities or concerns at the end of procedure. On estimated date, 17 october 2025, it was reported that a single leaflet device attachment (slda) occurred and the clip was no longer attached to the septal leaflet. Patient had an arrhythmia and required additional hospitalization. A secondary triclip procedure was performed on (B)(6) 2025 to stabilize the slda clip.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.